Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance during pre-op interrogation for a battery replacement. The patient underwent generator replacement and when the lead pin was inserted into the new generator, the high impedance resolved. Additional information received noting that the high impedance was first observed in pre-op and since the patient was already scheduled to undergo a battery replacement the surgeon did not inspect the pin insertion. The surgeon did not reinsert the lead pin in the old generator prior to replacing, he just connected the new generator to the existing lead and this resulted in normal impedance. No known trauma or manipulation was noted. No other relevant information has been received to date.

Event description:
Additional information received noting that the lead pin appeared to be fully inserted and the surgeon did not first try to reinsert the lead pin.